Manufacturer narrative:
The device history record was reviewed and there were no anomalies noted during production. The raw material records review found no anomalies and the environmental testing were found to be within specifications. Micro and qa verification records showed pass results. The consumer did not return unused product at the time this MDR was filed. Information from this incident report will be included in our product complaint and MDR analysis trend.

Event description:
The consumer stated she visited the doctor and was diagnosed with pelvic inflammatory disease after tampon usage. She indicated she also had swollen intestines and discolored blood.